Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation by the right ventricular (rv) lead and complained of chest pain. The rv lead also exhibited non-capture. The lead was repositioned. No further patient complications have been reported as a result of this event.